Event description:
A customer reported experiencing multiple intermittent cartridge alarm 20 issue with their insulin pump, which did not cause their blood glucose (bg) to exceed 500 mg/dl. Reportedly, the customer loaded a new cartridge to resolve the issue and resume insulin delivery on the pump.